Event description:
It was reported that asymptomatic patient noted their device was vibrating and asked if the transmitter was able to send an alert. The transmitter did not send an alert. The patient initiated a manual transmission, but the transmitter was not able to locate the implanted device but did go the send stage. No further troubleshooting was performed. The patient will be followed-up.